Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was lost to follow up. The device declared end of life (eol). Approximately one and a half months later, the patient experienced ventricular fibrillation (vf) arrest. Upon device interrogation, a fault code indicating charge time out was observed. Upon review of the vf episode, multiple therapy attempts had occurred, however, one 31j shock was delivered. The patient was admitted to the intensive care unit (ICU) and placed on a ventilator. It was reported that the patient had stabilized. No further information was available.